Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had right femoral groin access at index procedure experienced post-procedure vascular access site pseudoaneurysm. Adverse event (ae) description per investigator on ae case report form (crf): ¿complaining of burning-like sensation in the right proximal thigh and groin. Noted to have ecchymoses with some swelling. Vascular surgery consulted. No surgical intervention recommended at this time. Continue pressure dressing to groin. Dus from (B)(6) 2026 still showed positive.¿ sponsor assesses as serious due to prolongation of hospitalization. Event is currently ongoing. There was no additional medical intervention required to prevent permanent injury or impairment at this time. Diagnostic duplex ultrasound was performed to evaluate. The patient's relevant patient medical history includes former smoker, hypertension, hyperlipidemia, coronary heart disease, cardiac failure, chronic daily headaches, fibromyalgia, stress incontinence of urine . The assessment made by the investigator, sponsor, and clinical events committee (cec) was causal to procedure; not related to device; possible to antiplatelet medication regime; possible to disease under study. Per the investigator, relationship to antiplatelet medication regime and disease under study are updated to "not related." Initially these were reported as "possible". The patient was undergoing surgery for treatment of a saccular, unruptured right posterior communicating (pcom) artery bifurcation b ranch aneurysm with a max diameter of 2.6 mm and a 2.3mm neck diameter. Aneurysm dome height was 1.9 mm, aneurysm dome width was 2.3mm.